Event description:
Nurse reports that a full bag of dopamine was hung but several hours later, the nurse notes that although the vtbi counted down and the vi increased, the bag did not infuse. There was no alarm during the infusion. Biomed examined the pc unit logs and saw a lot of programming, alarms and alerts. Also the module was moved around several times, at least one time, it was removed without being paused or turned off which resulted in a channel disconnect alarm. She also sees where the infusion was originally programmed using guardrails but at some point the user changed the programming to a basic infusion. Biomed also examined the tubing and reports that the disposable set has two areas in the silicone tubing that look as though they are compressed and has a channel running down along the compressed area. Customer states that no additional patient/event information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned. A follow up report will be submitted once the devices have been received and an investigation is complete or further information is obtained.